Manufacturer narrative:
Upon receipt of a complete lead, visual inspection identified setscrew mark on the terminal pin at the correct location. Dried bodily fluid was found in the lumen (tip region) of this open tip lead. The lead was put through and passed electrical continuity and insulation integrity testing. The lead failed a stylet test (failed in the area before the spiral (79.5 cm from the terminal pin). The insulation of the lead was slit (destructive analysis) over the area of the stylet failure. No foreign material was identified other than dried bodily fluid. It was concluded that this lead passed all testing with the exception of the stylet insertion test. This laboratory observation was concluded to be induced, most likely occurring at the time of the explant procedure. The reported loss of capture could not be confirmed through laboratory testing.

Event description:
Boston scientific received information that this lead was received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2016. The physician tried several different positions and no capture was obtained in all locations. The physician reported that this patient's left ventricle was scarred and fatty (lipomatous metaplasia). This lead was removed and not implanted. Subsequently, the patient was presented to the operating room (or) on (B)(6) 2016. Two other manufacture epicardial leads were successfully implanted with no adverse events at 9:00 am. At 1:10 pm, the patient was admitted into the emergency room (ER). The patient coded and died despite the efforts of two physicians. According to the local representative, there were no allegations of epicardial lead malfunction or that the epicardial procedure caused or contributed to the patient's death. No products will be returned to boston scientific and no analysis was requested.